Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that upon field service engineer (fse) ar rival, hand switch was plugged in and being used. Contacted the site advised system had been used during a case the previous day and did not experience an issue using the hand switch. Tracker calibration was completed (10+ 3d spins) for another case using hand sw itch, without issue. System released for regular intended use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that the imaging system would not take a post 3d spin, site was troubleshooting and when in 2d would not take any images. Clinical specialist (cs) switched to the foot-switch and unplug the hand-switch and site were able to take images successfully". This issue occurred intraoperatively and caused less than 1 hour surgical delay. There was no reported impact on patient outcome.